Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked reservoir tube window corners, cracked belt clip slot at battery tube threads area, cracked case at display window corner, minor scratched lcd window and missing end cap sticker. Unable to perform displacement test due to broken reservoir tube lip.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.